Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date of event is unknown. The date entered is per the customer's report of "6/27 - 7/1." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached after less than a day of wear. The customer experienced confusion, profuse sweating, and lost consciousness, requiring treatment of IV glucose and juice provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sections d-4 (serial number, expiration date) and h-4 device mfg date) have been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. The adhesive was not returned. Visual inspection was performed on the sensor plug assembly and broken snaps were observed which causes a poor connection between the rubber contacts and printed circuit board (pcb) contacts. Extended investigation has also been performed. The sensor plug assembly was inspected and one of the broken snaps is causing improper seating of the sensor in the mount. This causes a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to form an inproper seal, leading to liquid ingress onto the pcb. Therefore, this issue is confirmed. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.

Event description:
A customer reported that the adc device detached after less than a day of wear. The customer experienced confusion, profuse sweating, and lost consciousness, requiring treatment of IV glucose and juice provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached after less than a day of wear. The customer experienced confusion, profuse sweating, and lost consciousness, requiring treatment of IV glucose and juice provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. The adhesive was not returned. No further investigation could be conducted as adhesive was not returned by customer. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release this serves as a correction report as the previous MDR was incorrectly documented. H11 has been updated to reflect investigation activities. All pertinent information available to abbott diabetes care has been submitted.